Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2025-28022. It was reported that the patient presented to the hospital for a scheduled right ventricular (rv) lead revision and pacemaker changeout procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited undersensing. The rv lead exhibited adequate parameters upon testing. The ra lead was capped and replaced on (B)(6) 2025 while the rv lead remained implanted. The patient was in stable condition.

Event description:
It was reported that the patient presented to the hospital for a right ventricular (rv) lead revision and pacemaker changeout procedure. Prior to pocket-reopening, it was noted that the right atrial (ra) lead exhibited intermittent undersensing causing the device to enter into ventricular-based timing cycle and increased ventricular pacing percentage. The issue was further confirmed upon pacing system analyzer (psa) testing. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Correction: the correct event description should have been "it was reported that the patient presented to the hospital for a right ventricular (rv) lead revision and pacemaker changeout procedure. Prior to pocket-reopening, it was noted that the right atrial (ra) lead exhibited intermittent undersensing causing the device to enter into ventricular-based timing cycle and increased ventricular pacing percentage. The issue was further confirmed upon pacing system analyzer (psa) testing. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition." Rather than "it was reported that the patient presented to the hospital for a scheduled right ventricular (rv) lead revision and pacemaker changeout procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited undersensing. The rv lead exhibited adequate parameters upon testing. The ra lead was capped and replaced on (B)(6) 2025 while the rv lead remained implanted. The patient was in stable condition."